Event description:
It was reported that the pump is giving no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Manufacturer narrative:
, Corrected data: h4: correction: device manufacturing date: 24-apr-2019.